Event description:
It was further reported that the patient underwent a generator replacement. The product has not been received to date.

Event description:
It was reported that the patient's device kept firing with magnet mode and was stimulating more than usual. The patient could not recall anything new nor different attributing to this change. When the device was interrogated, magnet diagnostics were seen within normal limits and the magnet swipes properly registering. It was further reported that the patient began having an increase in seizures which the patient's mother believed to be related to the magnet firing. As a result of the seizures, the patient had to be hospitalized and have additional medication provided to her. The generator's internal data was reviewed, and no malfunctions were seen. The device is performing according to functional specifications. The patient has been referred for generator replacement. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
Code 02: analysis is of the suspect device is underway.

Event description:
The suspect device was received into product analysis.

Event description:
Product analysis was approved for the generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed and no anomalies were seen. Wandcomm data reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.